Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and then turned itself back on when they attempted to print the code summary. The device also had an event code logged in its memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly, power pcb assembly, battery wire harness, and battery pins. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off and then turned itself back on when they attempted to print the code summary. The device also had an event code logged in its memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.